Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, phrenic nerve stimulation was observed on the left ventricular (lv) lead and loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed revealing rv lead dislodgement. The lv lead was reprogrammed and the rv lead was explanted and replaced to resolve the event. The patient was in stable condition.